Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the implant center normally fenestrated the outflow graft the during preparation of the outflow graft. When they attempted to make the holes in the bend relief, the outflow graft split. The outflow graft was discarded, and a new one was used.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image provided by the account confirmed the reported tear/split in the midline of the outflow graft bend relief. The patient remains ongoing on heartmate lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. Review of the available device history records for lot number 10172528 showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft and preparing the sealed outflow graft. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.